Manufacturer narrative:
During the device evaluation, the reported event of the device operating differently than expected could not be duplicated. Upon follow up, the user facility was unable to provide additional information. No components were identified which would have likely caused or contributed to the reported failure.

Event description:
It was reported that during a surgical procedure at the user facility, the device operated differently than expected. Back-up equipment was used to complete the procedure. Attempts are being made to gather additional information from the user facility in order to determine the reportability of the event.

Manufacturer narrative:
A follow up report will be submitted once the device is received and the quality investigation is completed, and if additional information is obtained that requires reporting. Device not received for evaluation at this time.

Event description:
It was reported that during a surgical procedure at the user facility, the device operated differently than expected. Back-up equipment was used to complete the procedure. Attempts are being made to gather additional information from the user facility in order to determine the reportability of the event.